Manufacturer narrative:
Other, other text: b5: additional information was received on 18-september-2020 indicating that the biomedical electronics technician at the facility received the affected product on 24-august-2020 with the following complaint: the bmp was inaccurate. The biomedical electronics technician was unaware of any patient involvement regarding the event.

Event description:
Information was received indicating that the frequency control will not change frequency on a smiths medical pneupac parapac ventilator. The face place was noted to be cracked. There were no reported adverse effects.

Manufacturer narrative:
Other, other text: one pneupac ventilator was returned for analysis. The front panel is damaged and the knob for the frequency control was found loose. The device was visually inspected then hooked o2 source to device and turned device on. The reported issue was confirmed. The screws on the frequency switch came loose. The operator tightened the frequency switch and replaced the front panel. The device was calibrated and preventative maintenance was performed.